Event description:
Patient had rectocele and cystocele repair surgery in 2006 performed by dr. Patient complained that she experienced excessive bleeding and pain after implantation. Patient was slow to heal. After several months the patient still had chronic infections at the cystocele site and evidence of cystocele erosion. The mesh at the cystocele site was removed surgically two months later, by another dr.